Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that during a procedure, the system alarmed for a drop in patient spo2 resulting from a malfunction causing the unit to shut down stopping mechanical ventilation. It was reported that the patient had a pulmonary artery embolism.

Manufacturer narrative:
Ge healthcare (gehc) product engineering performed an investigation of this event. Gehc was unable to obtain the full device logs, so the investigation could not definitively identify why the device shut down. A gehc service representative was able to retrieve pictures of the device logs. Four pictures were of the error logs and one picture of the alarm logs. The error logs indicate the device batteries were degraded prior to rebooting the system on (B)(6)2020 , which the device would have indicated to the user. And before, or while the device shut off on (B)(6) , the device indicated the battery was not connected. Therefore, the investigation concluded that the user was operating the device with ac mains. The information for this complaint was incomplete, but from the log photos obtained, the batteries were so degraded that the device did not recognize that the batteries were connected. Based on the available information, identified the root cause of the reported issue as the degraded batteries. It was initially reported that the patient had a pulmonary artery embolism. The user confirmed that this injury was not the result of the malfunction of the device but was part of the patient condition at the time of connection to the device.